Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was post paced t-wave oversensing, in addition to far r-wave oversensing leading to inappropriate automatic mode switch. Programming changes were recommended but not completed. The patient was stable throughout.